Event description:
It was reported that the patient experienced 2 syncopal episodes and presented to the emergency room. The patient went asystolic when the nurse attempted to establish telemetry. Pacing spikes were seen in the surface EKG in the absence of telemetry. The right ventricular lead exhibited oversensing. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.